Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he couldn¿t make an adjustment with the controller and was seeing the setting not available message. The patient stated that the leads slipped and moved in his back but were still in the sweet spot so he had some reprogramming done. The patient had tried removing and reinserting the battery pack and had tried programmed groups a, b and c. When the patient tried decreasing down to zero on b he could only turn it back up to .8. The controller was 70% charged and the implant was 30% charged and it was reviewed that the patient could try charging up the implant before increasing stimulation. The patient was directed to follow-up with their healthcare provider. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.